Event description:
Customer reported a motor error on her insulin pump during priming. Customer's blood glucose is 63 mg/dl. There is no significant events leading to the alarm. The device was exposed to an MRI a month ago. The alarm was cleared. Customer does not use the sensor feature. She is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.